Event description:
It was reported that stent damage occurred. A 5.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, when the device was removed from the patient, the stent struts were lifted. The procedure was completed with another of same device with no issues. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 5.00 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent identified distal stent damage with the stent struts lifted from the crimped profile. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A 5.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, when the device was removed from the patient, the stent struts were lifted. The procedure was completed with another of same device with no issues. There were no patient complications nor injuries reported.